Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported the flap did not fully cut and there was an adhesion in the central two millimeters of the flap during laser treatment. The case was aborted and the patient will be seen for photorefractive keratectomy at a later date. Additional information requested.